Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was unknown.

Event description:
2024-oct-02 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient called mentioning that their therapy wasn't working. Patient stated that they were having symptom improvement for around 3/4 hours in the day but then the symptoms just returned and they continued to have accidents. Agent reviewed therapy information and general programming guidance. Once the patient connected to the implant, they noticed that the therapy was turned off. Patient turned the therapy back on and increased the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Patient hasn't mentioned any of this to their doctor. Redirected to doctor.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-apr-2024, UDI#: (B)(4). H3. Analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being turned off was unknown. The patient stated the most likely cause was operator error as they didn't understand the instructions [that were given to them] just as they got to their room after the surgery. The patient and their spouse found it difficult to understand with all the activity around them. In an attempt to resolve the issue, the patient made calls to the manufacturer and things were going ok now. Additional information was received from the patient. They repeated previously reported information from the 2025-jan-14 patient letter. The patient stated [the therapy] was set up and it worked for a few days only. The patient stated they kept the units charged so they had no idea what happened. The patient stated it was a frustrating time but it seemed better now, but not as well as they hoped. The issue has been resolved.